Event description:
Reportedly, the status light of the home monitor remains orange, despite correct connection at the device location.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
- No conclusion could be drawn as the subject home monitor was not returned for investigation. - the complaint investigation could be reopened in case of new information received related to this event.

Event description:
Reportedly, the status light of the home monitor remains orange, despite correct connection at the device location.